Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h4, h6 investigation summary the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø10 r 130° l235 timo15 was broken across the distal insertion hole, fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 130° l235 timo15 would contribute to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Dimensional inspection: n/a. Device history: part # 04.037.044s lot # 7986p87 manufacturing site: werk selzach logistik release to warehouse date: 26.sep.2023 expiration date: 01.sep.2033 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the nail was broken at the blade nail interface. The nail was 10 months old. Device was received as a concomitant device. Upon visual inspection it was determined the device was broken and an investigation was required. This is report is for tfna fem nail ø10 r 130° l235 timo15 for (B)(4).